Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 4.11d. The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay and cracked retainer. Data analysis: (the date of death was not specified in the customer notes.) The formatted history file lists data from 05/04/2019 to 08/31/2019.

Event description:
(B)(6) 2019 18:16:41 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(6) complaint status: in process mdt initial contact: (B)(6) taken by: grigoa6 customer deceased, no further information was given due to data protection. Country: (B)(6) city: (B)(6) zip: (B)(6) input date: (B)(6) 2019 warranty start: (B)(6) 2018 warranty end: (B)(6) 2022 batch: (B)(4).